Event description:
Olympus medical systems corp. (Omsc) was informed by the pharmacist that during an unspecified procedure using the subject device, the grasping part (excluding probe and pad) was broken off. There was no patient injury reported. On may 31, 2021, olympus medical systems corp.(omsc) found that the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The product name was tb-0535fcs and the lot number was "kr109720", not "kr110918". The product name was consistent with the complaint information. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the probe was partially peeling. <<manufacturing record investigation>> the device history record of osta for the lot indicated no anomaly with the event-related items below. ·inspection <<labeling review>> as a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual, and it is speculated that it was caused by misuse by the user. Drawing number and revision number of IFU: rc4485 06 - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. «conclusion summary» from the condition of the device, ¿the jaw broke¿ was presumed the peeling of the tissue pad. However based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, the peeling of the tissue pad is likely occurred by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. <peel-off of the probe coating> it was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. -activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation.